Event description:
Hamilton medical ag received the following event description from the partner: "one of our g5 vents went off this morning when its power supply was interrupted during the units routine generator test. The vent was on a patient but lost power completely and stopped operating. It came back on when the generator switched back and did remember its settings, but the same thing happened when the test was repeated a minute later."

Manufacturer narrative:
Investigation is ongoing.